Event description:
The absolute stent system was deployed in the sfa, but upon removal of the stent delivery system (sds), resistance was met with another company's guide wire. Both of the devices were removed. After removal of the devices, a dissection was noted proximal to the deployed stent. Another stent was deployed to cover the dissection.